Event description:
It was reported that the patient with this right atrial (ra) lead had pocket extrusion and infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service. Additional information indicates that the system was successfully explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that the patient with this right atrial (ra) lead had pocket extrusion and infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.